Event description:
The customer reported that insulin kept squirting out during the manual prime process. The blood glucose reading was 132mg/dl. Instructed the caller to insert a new infusion set/reservoir and to restart the priming process. The caller mentioned that there is not a gap between the piston and the reservoir stopper. The customer stated that the reservoir volume was the same as the status screen in the insulin pump. The customer changed three times the infusion sets and got also an error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched screen, scratched reservoir tube window and missing end cap sticker.